Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced hypotension and bradycardia during the procedure. At the time of the index procedure, angiography revealed 99% stenosis in the left ostial internal carotid artery. The lesion was 15mm in length. The reference vessel was 6.0mm in diameter and mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion, and an 8.0 x 40mm precise pro rx was then implanted. The stent was post-dilated with a 3.0 x 20mm firestar balloon during which time the patient's blood pressure dropped to 87/40 (pre-procedure was 167/76) and the pulse dropped to 53 (pre-procedure was 61). Blood pressure and pulse normalized after treatment with neosynephrine and a dopamine drip. The patient's residual stenosis was 10%. She was transferred to intensive care post-procedure and was discharged from the hospital approximately 2 days after the procedure. It was reported that there were no post-procedure neurological events. The patient's medical history includes stroke, coronary artery disease and myocardial infarction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Review of lot 14088801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00035, 9616099-2011-00291 and 9616099-2011-00292.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days fo receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00035, 9616099-2011-00291 and 9616099-2011-00292.

Event description:
As reported via the (B)(4) registry, a patient experienced hypotension and bradycardia during the index procedure. At the time of the index procedure, angiography revealed 99% stenosis in the left ostial internal carotid artery. The lesion was 15mm in length. The reference vessel was 6.0mm in diameter and mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion, and an 8.0 x 40mm precise pro rx was implanted at the target lesion. The stent was post-dilated with a 3.0 x 20mm firestar balloon and the patient's blood pressure dropped to 87/40 (pre-procedure was 167/76) and pulse dropped to 53 (pre-procedure was 61). Her blood pressure and pulse normalized after treatment with neosynephrine and a dopamine drip. The patient's residual stenosis was 10%. She was transferred to intensive care post-procedure and was discharged from the hospital approximately 2 days after the procedure. Pre-procedure nih stroke scale score was 9 (patient had a history of stroke) and post-procedure was 17. The pre and post stroke scores were performed by different reviewers and it was reported that there were no post-procedure neurological events.